Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
The event occurred in the USA. It was reported, that the cariohelp shows "arterial bubble detected". This failure was found during setup of the disposable. No harm to any person has been reported.as a flow bubble sensor issue, can lead to a pump stop, if the intervention is set by the user, a report is required.complaint ID:(B)(4).